Manufacturer narrative:
The defective evaluation has been evaluated with the following contributors identified: all foam has disintegrated due to age, washing, and heat. The sling shows excessive washing and aging with visible signs of wear that is noticeable. The sling is part of the duty cycle. Condition of the sling material and parts indicate it is no less than 3 years old. Root cause: the user instructions indicate to, "visually inspect the sling prior to using it (check for cleanliness, fraying, cuts, or tears to straps and/or material)." Based on the information noted above it can be concluded that the recommended sling inspection was not done prior to use.

Manufacturer narrative:
The sling that failed is en-route to evaluate. An investigation is pending receipt of the sling. An update report will follow after it has been received and checked.

Event description:
A care giver and student were in the middle of a transfer out a tub when 4 of the 6 straps let go and the patient fell and hit her head on the tub. No injury occurred and both the student and patient are fine. The sling is being returned to prism for testing.